Manufacturer narrative:
Duragen suturable dural (durs3391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained samples was performed as follows: device history record (DHR) review - specific lot number information has not been provided; however, the customer provided a traceability list of the lots that were sent to the hospital in a one-year period. DHR review was performed for each lot, and no anomalies related to the incident were observed. Failure analysis - one (1) retain sample for each of the possible lots (6015261, 6355484, 6369791, 6435930, 6524415, 6568658, 6689062, 6739391, 6863492) were visually inspected, for a total of nine (9) units. Dispenser boxes were in good condition. The units had a normal appearance. No cut, tears, deep indentations, voids, holes, or large bubbles were observed on the sponges. Tray sealing area was acceptable. Root cause - a root cause determination is not possible at this moment. Therefore, based on the information provided and the scientific affairs assessment, the most possible root cause for the reported condition is related to insufficient control of bleeding at the time of the tumor resection and not related to duragen product. It is recommended to achieve hemostasis prior to placement of any dural graft. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen plus matrix (dp1033i) was sutured at the end of brain surgery and patient developed a hematoma. The facility is not sure if this could have been caused by suturing the duragen plus matrix. The suturable duragen was not available. Additional information received indicates that this is a case with a large bifrontal meningioma with resection of the dura and placement of a peek flap. As surgeon did not have a suturable duragen in his possession, he used a non-suturable one. Therefore, no suture was done. This contributed to the epidural hematoma that surgeon had to drain 4 days later. The use of suturable duragen would have reduced the risk of hematoma. There was no significant increase in surgery time.